Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported difficulty to remove were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when advancing the stent delivery system, resistance was met with the anatomy resulting in the reported failure to advance. As the device was withdrawn interaction with the guiding catheter and/or anatomy resulted in the reported/noted stent damage and difficult removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The additional information was received subsequent to the filed medwatch, the correct device is a 3.5x48 mm xience prox stent delivery system (sds); not a 3.5x38 mm xience prox sds.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The lesion was not pre-dilated. The 3.5 x 38 mm xience prox stent delivery system (sds) failed to cross due to the patient anatomy. Resistance was felt with the guiding catheter during removal of the sds. When the device was removed from the anatomy it was noticed that the struts were flared. Pre-dilatation was performed with an unspecified 3.0 x 20 mm balloon dilatation catheter and a new 3.5 x 48 mm xience prox stent was successfully implanted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The patient had a good outcome. No additional information was provided.